Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 57-58 mg/dl; cause was due to the customer¿s settings requiring adjustments. Reportedly, the correction factor setting was set to 1:1 instead of 1:15. Customer consumed carbohydrates to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids and glucose treatment. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.